Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient's system hasn't worked in 5 years. Additional information was received from a patient. The patient reported the "device not working" was describing system control. The device malfunctioned. The external test worked, when implanted, no. It was unknown if this was caused from normal battery depletion. The cause of the device not working was not determined. When asked what most likely caused this issue, the patient reported the device wasn't checked. They couldn't get an MRI because of the non-working device. There was no plan to resolve the issue and no further action will be taken.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.